Event description:
In 2009, pt's wife reported he just had another e4 (occlusion) error. Wife reported pt's infusion adapter was last changed about two months ago. Advised her the adapter should be changed with every 10th insulin cartridge change. Wife reported pt uses insulin cartridge more than once. Advised cartridge should only be used one time and then discarded. Pt advised he can use products more than once because his doctor said it was ok. Unable to confirm how long pt has been using the infusion tubing and the infusion headset. Advised pt to disconnect from his infusion site and prime his infusion set; stated he was able to see insulin dripping from his infusion tubing. Advised there are no issues with the infusion tubing since insulin was dripping. Pt reported he knows it is the infusion tubing. Attempted to have pt change his infusion site and connect to his infusion device; became aggravated and disconnected. Pt's wife had previously reported pt's blood glucose was elevated, due to the occlusions. She stated pt's blood glucose was 300 mg/dl this morning. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion set was replaced; no product return was requested.

Manufacturer narrative:
Results and conclusions codes: no product will be returned for eval.